Manufacturer narrative:
A photo sample was received for the investigation. The device history record was reviewed and indicated that the product was released accomplishing all quality standards. Upon a visual evaluation of the photo sample, the defect was confirmed; there was a break in the balloon. The root cause and action plan will be documented through a formal corrective/preventative action which has been initiated to address the reported condition to mitigate any further occurrences.

Event description:
The customer reported that during placement, the balloon was filled with 4.5 ml of distilled water, and this came out of the stomach because the balloon was broken. Per additional information received, the balloon had to be changed.